Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-02595. Additional information received advised that the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post procedure.

Event description:
Related manufacturer reference number 3006705815-2019-02595. It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention may be planned to address the issue.